Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 14-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert) inserted. The placement took 15 minutes and it was painful. The consumer had a burnout round about the time of the insertion; it is difficult to determine what symptoms were caused by what. Four months after insertion, consumer started to experience events: increase or heavy blood loss during menstruation, incontinence, pain during coitus, head pain, lower back pain, depressive feelings, increase/decrease of weight, tiredness, restless feelings, memory loss, concentration problems, hair problems, vision problems, excessive sweating, tingling, skin problems, pressure in the head, cold hands/feet, and muscle tension. Consumer reported work-related problems and relation and/or family problems. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was reported with limited information. However, as consumer reported work-related problems and no further information will be available, company considered this case as incident which is rather a conservative approach. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 20-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 297 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was reported with limited information. However, as consumer reported work-related problems and no further information will be available, company considered this case as incident which is rather a conservative approach. Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.